Event description:
It was reported that the lead helix would not extend and retract at the time of implant. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. The helix was able to extend and retract within product specification. It was noted that blood was in/on the helix/lobe mechanism.